Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (5/31/2012)-device evaluation: the lancing device involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the lancing device has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging a lancing device issue with the patient's onetouch delica blood sampler. The complaint was classified based on the customer care advocate (cca) documentation. The (B)(4) was advised by the reporter that the alleged issue began on (B)(6) 2012 at around 12:30pm. The reporter stated that the patient manages her diabetes with oral medication, 5mg of an unknown type taken twice a day, diet, and exercise and took her usual, daily dose of medication in response to the reported issue. Shortly after the alleged issue occurred, the reporter claimed that the patient developed symptoms of being "sweaty" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca determined that the patient was using the incorrect type of lancets. Replacement product was sent to the patient. Although the patient did not receive any medical treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.